Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. The 9 mm rode functions properly without defect, but was stuck inside the guide frame because of the thumb screw breaking off. The cause for this failure is the old age and heavy use of the guide frame, which was reported to be over 5 years old and to have seen heavy use. A batch review was not conducted as the batch number is unknown. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch: 1221934-2018-52510. (B)(4).

Event description:
It was reported by the sales rep that when removing the rigidfix st guideframe at the end of the procedure the thumbscrew broke off causing the guideframe and the 9 1/2 mm femoral rod to become stuck together. The surgeon had completed the procedure with the device at this point. The sales rep confirmed there were patient consequences or delay. The devices are being returned for evaluation. The sales rep could not provide the lot numbers but reported that the guideframe was over 5 years old and the femoral rod was around 9 years old and both have seen heavy use.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. The 9mm rode functions properly without defect, but was stuck inside the guide frame because of the thumb screw breaking off. The cause for this failure is the old age and heavy use of the guide frame, which was reported to be over 5 years old and to have seen heavy use. A batch review was not conducted as the batch number is unknown. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch: 1221934-2018-52510. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.